Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having difficulty reading the display. The customer stated that the insulin pump was working as usual but she could not see the screen properly. Blood glucose value is unknown. The customer was advised that the device could not be replaced because of it being an old model but she could start the process to get an upgraded device. The customer was advised to discontinue the use of the insulin pump. Information was sent to a sales representative to follow up on the upgrade. No product was retuned for analysis.